Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 at 2 am due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose started at 200 mg/dl then peaked to 500mg/dl. The customer's blood glucose at the time of admission was 300 mg/dl. Customer states that they had nausea, dizziness and diarrhea. The customer also reported of hospitalization due to low blood glucose when they were on a 630g insulin pump. The customer stated the paramedic meter could not pick up their blood glucose because it was so low. Insulin pump will not be returned for analysis.